Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional, coronary procedure. Reportedly, after advancing the knot, the sutures could not be cut using the cutter. A pair of scissors was used to cut the sutures. Hemostasis was achieved by the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight(reported as around 65 kg) ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.